Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's therapy was not working since they had it implanted in (B)(6) 2015. The health care provider (hcp) was going to give the patient botox in the bladder on (B)(6) 2016. The patient's prior implant worked great, but since they moved their new implant did not work. A manufacturer representative used to meet the patient at their health care provider's (hcp's) office before they moved. The patient was not sure how to use the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had been falling constantly since (B)(6) 2011, which could be related to the loss of therapy issue. They had to get up every hour to go to the bathroom and was having a return of symptoms since 2015. They had many, many falls because of a brain injury for 41 years and had numerous falls. It was noted that they did not have a hcp.

Event description:
Additional information was received from a consumer. It was reported that the patient recently moved and had a ¿heck of a time getting her device to work¿ and had not been giving the patient symptom relief. It was noted that a manufacturer representative was unable to program it correctly. The patient¿s doctor recommended that the patient get botox shots, but the patient did not want to because they took too long to take effect. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.